Manufacturer narrative:
Upon further investigation, the following has been reported: five year, useful life of the battery was exceeded. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
B4:31jul2021. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The international service engineer evaluated the unit and confirmed that the internal lithium-ion battery depleted fast, so it needs replacing. The customer canceled the repair service, and the unit was returned to the customer unrepaired.

Event description:
It was reported to philips by a customer that the unit's internal battery depleted fast. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.